Event description:
During a remote follow up, a loss of capture was observed on the right ventricular (rv) lead. Technical support was contacted and recommended provocative testing. No intervention has been performed at this time. The patient was stable and will continue being monitored.